Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not function and did not engage when power was applied. It was further noted that the device was corroded internally. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during the cleaning process and improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the quick coupling device had an unspecified malfunction. During an in-house engineering evaluation, it was observed that the device did not function and did not engage when power was applied. It was also noted that the device was corroded internally. It was not reported whether there were delays in the surgical procedure. It was reported that an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly